Event description:
Per report, access gained via the transapical approach. Ascendra sheath advanced and ascendra 3 device advanced with no issue. Twenty six millimeters (26mm) sapien valve deployed and resulted in the 50:50 position, no ai and no pvl. Physicians were satisfied with results. After deployment of the valve, blood was noted in the atrion inflation device. The original thought was the delivery balloon must have ruptured. Upon closer inspection of the balloon no tears or leaking was noted. Balloon was re-inflated on prep table in front of the physician. The source of the blood into the atrion is unknown. The patient was not affected. The patient is stable and transferred to ICU for further monitoring.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Preliminary inspection results confirmed the presence of blood in the atrion device and extension tubing. Two (2) kinks were observed on the device, likely due to transportation damage from the facility to edwards. A leakage was confirmed at the distal end of the nose tip. The investigation is on-going.

Manufacturer narrative:
(B)(4). During visual inspection, no abnormalities were noted on the delivery system handle, shaft or balloon. The delivery system was inflated and a slight leak was observed from the distal nose tip. Dimensional testing revealed that the outer diameter of the balloon was approximately 0.1mm below specification. A difference of 0.1mm is not expected to affect valve expansion, note that per report, the valve was able to be deployed with no issues. During a red dye test, a leak was observed at the guidewire shaft to distal nose tip bond. Upon closer inspection, a bubble was observed in this bond. The complaint was confirmed for delivery system leakage; the leakage was determined to be due to a bond failure between the guidewire shaft to nose cone. Based on the engineering replication testing, the most probable root cause for the bond failure is incorrect positioning of a crutch used during the manufacturing process, which resulted in a more proximal bond location, combined with trimming of extra flash, which punctured a bubble at the distal end of the bond. A CAPA was initiated to assess corrective and preventative actions to mitigate against this type of failure mode.